Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that post-operative of a device changeout, the patient developed a tia (transient ischemic attack) and was given anticoagulation medication (eliquis). Subsequently, the patient developed a pocket hematoma. The patient ultimately recovered and was discharged home with a small pocket hematoma. However, this progressed with the patient noted to have bloody discharge draining from the pocket incision site. The patient was given antibiotics empirically (bactroban and clindamycin). Three days later the patient was admitted and started on IV (intravenous) antibiotics. The pocket was revised with washout and hematoma evacuation. The event was considered resolved and the device remains in use. The event was noted to be related to the procedure. The patient was noted to be enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that shortly after awakening from anesthesia, the patient noted numbness and weakness of the left face, arms and legs. The patient also noted mild slurring of speech as well as a large visual defect in the left eye only, described as an "area of light out", which seemed to be somewhat central and eccentric to the left, which was causing a mild headache.